Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: nusselt, t, et al (2010), intraosseous foreign body granuloma in rotator cuff repair with bioabsorbable suture anchor, archives of orthopaedic and trauma surgery, vol.130(8), pages 1037-1040 (germany). Doi: 10.1007/s00402-010-1125-0. The study emphasizes on a (B)(6) female patient presented with pain in her right dominant shoulder. She described pain radiance to her right upper arm, exacerbation while exercising and nightly pain. Analgesia and physiotherapy did not lead to improvement. The patient reported refixation of the right rotator cuff due to supraspinatus tendon rupture, performed with a biodegradable suture anchor 11 months ago. Upon examination, the patient had a plain scar and no signs of infection. Plain radiographs revealed high lucency in the area of the tuberculum majus. Magnetic resonance imaging (MRI) showed an intra- and extraosseous mass of approximately 7mm in size, surrounded by fluid in the area encompassing the tuberculum majus. Histological examination of the tissue from the bony defect in the tuberculum majus revealed papillary hyperplastic synovia and a foreign body giant cell reaction in the spongiosa bone attached to the suture anchor. The article describes the following procedure: an arthroscopic debridement and partial synovectomy, with removal of the suture anchor and refixation of the supraspinatus tendon by an intraosseous stitch were performed. The device involved was: a suture anchor (panalok rc, quickanchor plus). Complication mentioned in the article: patient complained of pain 11 months after the refixation of the right supraspinatus tendon with a biodegradable suture anchor. The patient described pain radiance to her right upper arm, exacerbation while exercising and nightly pain.